Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket and the posterior needle was undisturbed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. Contributing factors for the posterior cuff miss and subsequent link detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no reported challenging anatomical conditions which could have contributed to the posterior cuff miss. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. A review of the finished good lot history record was performed and did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event and its investigation. There does not appear to be any indication of a lot specific product quality deficiency. Based on the reported information and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent link detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that an interventional peripheral stenting procedure through a 6f sized sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.